Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was in the emergency room on (B)(6) 2019 due to high blood glucose level of 499 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with manual insulin shots at the hospital. The customer reported that they experienced nausea as a symptom of high blood glucose levels. The customer alleged the insulin pump for under delivery because the blood glucose was sky rocketing despite the fact that she was wearing the insulin pump and bolusing. The customer stated that the insulin pump had insulin flow block alarms three times while watching television. The customer stated that the insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.